Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a remote monitoring alert for a low out-of-range shock impedance measurement during the device's daily measurements check. The patient's health care provider (hcp) and boston scientific field representative were notified of the alert. No adverse patient effects were reported, and the lead remains implanted and in service.

Event description:
A boston scientific field representative reported a subsequent check showed the out-of-range measurement was a one-time occurrence, and all other measurements were normal. The patient is being followed with a regular schedule of remote-monitoring and office device checks.

Manufacturer narrative:
--

Manufacturer narrative:
This report will be updated if additional information is received.